Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there appeared to be atrial undersensing resulting in ventricular safety pacing and subsequent ventricular sensed events. Programming recommendations were made and follow up is in progress to determine what action was taken to resolve the undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there appeared to be atrial undersensing resulting in ventricular safety pacing (vsp) and subsequent ventricular sensed events. Programming recommendations were made. Follow up was conducted and confirmed atrial undersensing and loss of capture were ruled out and that the cause of the vsp is unknown. It was further reported that the vsp was not noted on the follow up interrogation. The lead remains in use. No patient complications have been reported as a result of this event.